Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was overheating.there was no patient involvement.

Manufacturer narrative:
For the handpiece: analysis could not verify excessive heat. Performed pre-temperature test ambient temperature was 74.4 and in 1 min of testing device's temperature were t1 - 78.6 and t2 - 80.8. The device operated within normal parameters. The device was examined and there was no fault found. The device was cleaned tested and passed to manufacturing specifications. For the attachment: analysis found that the device did not overheat during run test-highest temperature was 82.5 degrees at 5 minutes, once broken down bearings were corroded, distal bearing was detached or broken, laser markings also faded/discolored. All mandatory components were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care professional (hcp) reported via manufacturer representative that the handpiece and the attachment overheated gradually and the drill was not holding and was tight during the tympanomastoid procedure. The device overheated for about ten minutes while drilling bone. There was no delay to the procedure as another device was used.